Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrumnent and found 1 tip with a chewed up clear end at the point. The instrument tested without further problem and was returned to expected operation.